Event description:
The crystalens at50ao 23.0 diopter was explanted three weeks postoperatively due to the pt's complaint of decreased visual function. The measurement of bcdva prior to the lens explantation was 20/25+. The lens was replaced with a 21.5 diopter iol. After the iol exchange the pt's bcdva was reported as 20/30. The pt's current prognosis is excellent. According to the surgeon the most likely cause of the event was an anterior vault of the lens and the short diameter of the crystalens.

Manufacturer narrative:
The lens has been returned to bausch & lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.